Manufacturer narrative:
Correction: d1. A field service engineer (fse) visited the site to assess the device, and the reported problem was verified. The main board was replaced to rectify the issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced multiple technical failures and no o2 dosing was possible. Complainant indicated that there was no patient involvement in the reported issue.